Event description:
The customer reported having high blood glucose. The customer stated that her doctor feels there is a problem with the insulin pump or the blood glucose meter. The customer stated that she was not sure if the doctor requested the device tested or to have the insulin pump replaced. The customer will contact her doctor and will call back to troubleshoot or request insulin pump replacement. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.